Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is using cold insulin. Clinical support informed customer that using cold insulin is off label per tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 320-360 mg/dl.